Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the srt, the ground signal was intermittent because of the loose pin. The unit failed safety test. The srt replaced the power cord and returned the suspect part for evaluation.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the service test system-1 base power cord has a loose ground pin. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. It is unknown how, when or where this damage occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.